Manufacturer narrative:
The used/damaged hps prebent polishing bur was discarded at the user facility and therefore will not be returned to conmed for evaluation. However, a photo was provided and visual inspection of the photo found the tip was broken and this confirmed the reported breakage. Without the involved device, an evaluation could not be performed and the root cause of the alleged "tip breakage" therefore could not be determined. This lot #718474 was manufactured on 29-jan-2016. A review of the device history record for this lot found no noted of discrepancies during the manufacturing process that could have caused or contributed to reported breakage. Of the lot containing 59 units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device family shows there have been a total of 9 complaints of "bur breakage" including this one. During this same 2-year time frame, approximately 7001 units were sold worldwide, making the occurrence rate for this failure mode 0.13 percent. To date, there have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other. Device was discarded.

Event description:
The user facility reported that during use of the 5.5mm hps prebent spherical bur in a hip arthroscopy procedure, the tip of the bur broke off in the joint. As reported, the bur had only been in use for a few minutes when the breakage occurred. The broken portion was safely removed from the surgical site without incident. With the use of another like-bur, the procedure was otherwise completed with no further complications or patient injury. This report is raised on the basic of potential injury with recurrence.